Manufacturer narrative:
Manufacturer's investigation conclusion: he reported event could not be confirmed through this analysis. The submitted log files did not capture a driveline disconnect alarm. The system controller event log file contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. It was reported that the patient experienced an alarm on the evening of (B)(6) 2025 while operating on the mobile power unit. Upon system controller alarm review, a driveline disconnect alarm with a timestamp of (B)(6) 2025 was observed, lasting 1 minute and 52 seconds (1:52). The patient noted that the alarm was brief and not 1:52. The device was interrogated, and time was accurately set on the heartmate touch. No event for a driveline disconnect or pump off was observed upon interrogation by the account. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, heartmate 3 patient handbook, are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿, addresses how to properly interpret and troubleshoot all system alarms including driveline disconnect alarms. The IFU section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. The IFU section 8, entitled ¿equipment storage and care¿, and the patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file was submitted for analysis. The patient reported left ventricular assist device (lvad) alarm on (B)(6) 2025. There appeared to be a driveline disconnect alarm on the system controller. The patient was on mobile power unit (mpu) and it was believed to be an electrostatic discharge (esd) event. System controller showed driveline disconnect, time stamped (B)(6) 2025 (alarm occurred (B)(6) 2025) for 01:52. Patient reported alarm was brief, and not 01:52. The device was interrogated; time was accurately set on heartmate touch. History dates back to (B)(6) 2025. There appeared to be no event for driveline disconnect or pump off in interrogation. The event log contains data from (B)(6) 2025 to (B)(6) 2025. It appeared that the log did not capture any driveline disconnect on (B)(6) 2025. The only alarms seen on (B)(6) 2025 was power cable disconnect alarm during power change at 07:52 & 22:07. The log files captured routine events, there were no other notable alarm conditions or parameter changes. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The event log captured a few of clusters of pulsatality index (pi) events from to (B)(6) 2025 to (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.